Event description:
A device referred to as "booker box" was sold to a hosp. The complainant stated that the device was being promoted for use as an adapter to external defibrillaots to allow for internal defibrillation and cardiac ablation. He stated that the MFR informed him the device was not approved by FDA. The hosp has since returned the product to the MFR. The complainant faxed FDA info related to the deivce.